Manufacturer narrative:
Of the two devices, one lot number was provided, and lot history review was performed. Two devices were not returned to the manufacturer for evaluation. For both malfunctions, the investigation is confirmed for perforation of the inferior vena cava (ivc) and material deformation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced material deformation and patient device interaction problem. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Two male's ages were reported ranging from 48 to 67; however, the weights were not reported.